Event description:
It was reported that the patient experienced urethral erosion with an artificial urinary sphincter (aus). The aus cuff was explanted and a new aus cuff was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Manufacturer narrative:
Device analysis; erosion was reported. The ams800 occlusive cuff was visually inspected and functionally tested. No leak was found. It performed within specifications.

Event description:
It was reported that the patient experienced urethral erosion with an artificial urinary sphincter (aus). The aus cuff was explanted and a new aus cuff was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.